Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium su lopro s3, the image was flickering, shaking and jumping around the screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the flickering and shifting image failure was confirmed. The fault was determined to be a compatibility issue. No repair was available for this failure so the entire monitor was replaced; the avl1 monitor was upgraded to a gvm monitor. The monitor and the smart cable passed the video image test and were functioning properly. Service complete. The device was returned to the customer.